Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that during a surgical procedure using the tibio-talo-calcaneal nine hole lower extremity plate, when the surgeon went to insert the screw into the most distal oblong hole, directly above the calcaneal screws, the head of the screw broke off. The broken screw was retrieved and a second screw was inserted. The head of this screw also broke off and was retrieved. The plate was then repositioned and another screw was inserted successfully.